Manufacturer narrative:
H6. Investigation summary: bd integrated diagnostic solutions initiated investigation on the customer report regarding glass user injury while using the affirm atts (catalog # 446255), batch # b02f016m. Previous investigation did not reveal any changes to materials that could directly cause this injury. A review of past complaints does not indicate trend by atts batch. Bd implemented the packaging of the atts ampule crushing tool in order to prevent future occurrence of this issue. All current atts kits contain 1 tool which will be provided in each kit indefinitely. We will continue to closely monitor for trends associated with atts glass injury.

Event description:
It was reported that while using kit affirm att system 100 ea that there was an atts ampule skin puncture- with patient sample. The following information was provided by the initial reporter: hazard, injury or erroneous results details customer reports reagent has cut staff while using. Caregiver injured while opening the affirm atts vial without use of the provided ampule opener. The glass ampule broke thru the plastic, cutting the caregiver's gloved finger. The caregiver was sent to the ER for follow-up due to concerns that she may have come in contact with the patient sample swab via the cut sustained from the broken glass. Customer problem: customer is reporting reagent has cut staff while using. Affected lot number b02f016m.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using kit affirm att system 100 ea that there was an atts ampule skin puncture- with patient sample. The following information was provided by the initial reporter: hazard, injury or erroneous results details customer reports reagent has cut staff while using. Caregiver injured while opening the affirm atts vial without use of the provided ampule opener. The glass ampule broke thru the plastic, cutting the caregiver's gloved finger. The caregiver was sent to the ER for follow-up due to concerns that she may have come in contact with the patient sample swab via the cut sustained from the broken glass. Customer problem: customer is reporting reagent has cut staff while using. Affected lot number b02f016m.